Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the customer called in to report two failures to attach on separate patients. Unfortunately the customer only had information regarding one failure. No patient harm was reported. It is unknown if any equipment will be returned. Follow-up has been sent to the customer for additional information.